Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a twelve month pulse generator follow-up, battery longevity was found to be 0.25 years with a battery voltage of 2.64 v. At the previous follow-up, the estimated battery longevity was 2-2 .5 years. Replacement of the pulse generator was planned.